Manufacturer narrative:
Retained testing, batch record review, and complaint review were performed. Results of investigation were satisfactory. There were no other complaints against this lot of product. This appears to be isolated to this one customer site. (B)(4).

Event description:
Customer reported a discrepant result when testing a donor unit. Two donor units were received from the same donor. Both units were designated as o pos. Customer performed donor testing on both units. One unit typed as o pos, the other b pos (1+). Testing was repeated with a different lot of product. A very weak reaction (+/-) was observed. Customer then made another cell suspension with a different diluent and cell concentration and results were o pos. During troubleshooting it was determined that customer's test protocol utilized mts diluent 2 and a 0.8% cell suspension.